Event description:
It was reported that during an implant attempt, there was high impedance and no capture on the atrial lead. The lead was explanted. The same problems were noted on the replacement lead, so the surgical cable was replaced and the lead was successfully implanted. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.